Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Component code: appropriate term/code not available (g07002) used to capture no findings available. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: "impact of raised serum cobalt levels from recalled articular surface replacement hip prostheses on the visual pathway" written by unsworth-smith t, khan jc, khan rjk, chelva e, lim ca, haebich s, and trevenen ml published by the journal arthroplasty on may 11, 2017 was reviewed. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "impact of raised serum cobalt levels from recalled articular surface replacement hip prostheses on the visual pathway" written by unsworth-smith t, khan jc, khan rjk, chelva e, lim ca, haebich s, and trevenen ml published by the journal arthroplasty on may 11, 2017 was reviewed. This cohort study, using objective measurements, aimed to establish whether a higher incidence of visual function defects exists in asr patients. Adverse events: 33 patients implanted with asr with elevated cobalt levels (median 52nmol/l). There was no statistical difference in visual acuity. No mention of medical or surgical intervention.